Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields: d6b: explant date.

Event description:
It was reported that this right ventricular lead exhibited high capture thresholds and noise. Additionally, the patient experienced a syncope episode. The patient was hospitalized and it was decided to explant and replace this lead. No further adverse patient effects were reported. Additional information was received detailing that it is suspected the lead was damaged after an ablation procedure. Which led to the reported high capture thresholds and noise, additionally, loss of capture and high out of range pacing impedance measurements were observed. This lead is expected to be returned for analysis.

Event description:
It was reported that this right ventricular lead exhibited high capture thresholds and noise. Additionally, the patient experienced a syncope episode. The patient was hospitalized and it was decided to explant and replace this lead. No further adverse patient effects were reported. Additional information was received detailing that it is suspected the lead was damaged after an ablation procedure. Which led to the reported high capture thresholds and noise, additionally, loss of capture and high out of range pacing impedance measurements were observed. This lead is expected to be returned for analysis.

Event description:
It was reported that this right ventricular lead exhibited high capture thresholds and noise. Additionally, the patient experienced a syncope episode. The patient was hospitalized and it was decided to explant and replace this lead. No further adverse patient effects were reported. Additional information was received detailing that it is suspected the lead was damaged after an ablation procedure. Which led to the reported high capture thresholds and noise, additionally, loss of capture and high out of range pacing impedance measurements were observed. This lead is expected to be returned for analysis.